Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revised due to recurrent dislocations.

Manufacturer narrative:
Conclusion and justification status: the complaint states total hip revision performed on (B)(6) 2016 at (B)(6) regional hospital. Primary implant date: (B)(6) 2016. Hip revised due to recurrent dislocations. Hip stable following insertion of constrained liner. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.